Manufacturer narrative:
The field service engineer (fse) observed the high plt background and leaking from the rbc bath; he cleaned and reseated the rbc bath and retubed the sweep flow to resolve these issues. (B)(4).

Event description:
The customer reported their coulter lh 750 hematology analyzer gave high plt background (75) counts on startup and upon further troubleshooting discovered a 10 ml diluent leak contained in the back of the instrument. The customer also discovered the sweep flow lines were crusty and she cleaned up the small leak and requested service. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.